Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that a fractured implant (tsvb10) was discovered during an exam. The implant was removed and the patient will return in 3-4 months to replace the implant.

Manufacturer narrative:
This complaint ((B)(4)) was a duplicate complaint of (B)(4). No further medwatch reports will be submitted under this MFR number.

Event description:
This complaint was a duplicated complaint of (B)(4).